Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement difficulties were encountered. The target vessel was the distal left anterior descending (lad) artery which was described as severely tortuous, moderately calcified, and 90% occluded. The vessel was accessed using a femoral artery. The physician encountered resistance while trying to direct stent the lesion. A taxus express2 2.25 x 12 mm drug eluting stent dislodged from the delivery system while crossing the lesion. The physician used a snare to remove the stent. He then attempted to dilate the lesion using a 2.0 x 10mm cutting balloon, which was unsuccessful. The vessel was successfully dilated with a 1.5 x 20mm maverick over the wire balloon inflated to 12 atms. The physician deployed a taxus express2 2.25 x 20 mm drug eluting stent into the lad. The final stent position was reported as not well positioned. Rotablation was also used at an unk time during the procedure at 175,000 rpm. Plavix was given post-procedure. The pt's condition was reported to be satisfactory/good.